Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) via the manufacturer representative (rep). It was reported the rep was informed of the event by a healthcare professional, and the patient's current managing physician's information was provided. The patient experienced hypertension and chest pain as a result of the reported event. Regarding diagnostics/troubleshooting performed in relation to the motor stalls, the device was interrogated and it had not recovered, so the pump was turned to minimum rate. The device had not recovered as of the last interrogation on (B)(6) 2018, per the rep. Regarding actions/interventions taken to resolve the issue, nothing had been done yet. The patient was currently admitted to the medical center awaiting possible revision/replacement. It was reported the suspected cause of the motor stall was assumed to be corrosion, given off label drug use. However, it was also noted there was no way to know this at this time. It was reported there had not been any magnetic resonance imaging procedures (mris). It was indicated the device would be returned for analysis if explanted/replaced. However, it was also indicated it was un known at this time if the device would be explanted/replaced. Per the pump logs, a critical alarm - pump motor stall occurred on (B)(6) 2018 at 3:38 am and a critical alarm - stopped pump duration exceeded 48 hours occurred (B)(6) 2018 at 3:38 am.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who received (drug, concentration) at clonidine (616.0mcg/ml, 351.12mcg/day) and dilaudid (10.0mg/ml, 5.7mg/day) in an implantable pump for non-malignant pain. The patient medical history included chronic pain and copd. It was reported a motor stall was seen upon initial interrogation. The patient denied having any recent MRI. A stopped pump may exceed tube set message also occurred. The patient went to the emergency department on (B)(6) 2018 regarding the event. It was noted that a couple of days prior to the motor stall, a catheter dye study was attempted, but the cap could not be aspirated soit was aborted (please refer to mfg. Report# 3004209178-2018-15954). There was approximately 36-48 hours between the attempted dye study and the motor stall. The manufacturer representative inquired if there was a possible relationship. It was reviewed to silence audible alarms, consider pump replacement, consider programming to minimum rate mode, and covering patient with oral medication. No patient symptoms were reported. The patient did not hear the alarm for the first two days. It was noted the patient was very hard of hearing, but one of the nurses heard the alarm on (B)(6) 2018. No complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) (B)(6) 2018. In regards to the return status of the pump, the hcp stated the pump was not sent off for analysis because the rep did not request the pump be sent back for analysis.

Manufacturer narrative:
Corrected information:. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp) 2018-sep-23. The pump was replaced on (B)(6) 2018. The patient was improving. The rate and dose were gradually being increased. The hcp did not know the return status of the old pump removed on (B)(6) 2018, as it was replaced at a different facility.